Manufacturer narrative:
A manufacturer representative went to the site to service the system. Replaced door closed sw. Made several mechanical adjustments to door assy. Aligned rotor and rehomed. Took several 3d spins and opened/closed repetitions. Tested door and rotor function for operational consistency. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that the site's o-arm is displaying a door open message despite being closed. The gantry has been manually squeezed together, rebooted, open and closed multiple times without resolution. Patient present. Navigation and mdt imaging aborted. Delay 15min, surgeon proceeded with c-arm. No patient impact reported.